Event description:
The instrument part number 0939-1-100 was implant into patient's femur during the exeter bipolar surgery case. After surgery completion, we could not find a small part of plug holder. Then, we check x-ray film and found that the part 0939-1-100 was implant into patient's femur.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected data: catalog number. An event regarding disassociation involving an exeter plug introducer and plug adaptor was reported. The event was confirmed. The device was not returned for evaluation a review of the provided x-ray by a clinical consultant concluded: the plug introducer adapter is made of a biocompatible material. Plug is well encapsulated within the bone cement mantle and consequently is not subject to pathological micro-motion relative to its environment in the femoral diaphysis. There is at least one certain procedure-related factor contributing to the problem of dis-attachment of plug introducer adapter from its main holder body and such is the varus mal-alignment of the femoral canal preparation resulting in high bending moments during insertion of the cement restrictor into the femoral canal causing the plug introducer adapter to fracture and separate from its holder body. A device history or ch could not be performed as the lot was unknown. A review by a clinical consultant indicated that a contributory factor to the event was the varus mal-alignment of the femoral canal preparation which resulted in high bending moments during insertion of the cement restrictor into the femoral canal causing the plug adapter to fracture and separate from its holder body. However, the device is needed to evaluate the exact root cause of the event.

Event description:
The instrument part number (B)(4) was implant into patient's femur during the exeter bipolar surgery case. After surgery completion, we could not find a small part of plug holder. Then, we check x-ray film and found that the part (B)(4) was implant into patient's femur. Additional information: it was confirmed by the qar that instrument part number is (B)(4) (as opposed to (B)(4) as initially reported).